Manufacturer narrative:
(B)(6). Investigation summary: no customer samples were returned from the customer for evaluation. 9 photos were returned. The photos do show the customer¿s failure mode of ¿leakage¿. The device history records (including the sub-assembly device history records) were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Investigation conclusion: upon evaluation of the customer returned photos, the customer¿s product issue was observed during visual inspection of the photos. The (B)(6) production lot in-house retention samples were inspected for mold b30, cavity 42 with no tubes being identified. 5,000 parts from mold b30 were inspected that were molded on 1/31/19 and found no double shot indicating that the parts are not sticking in the press. Reviewing the cushion alarm history for the press, there are very few or no alarms prior to or in the months and weeks following the manufactured time frame to current day, so it appears to be an isolated event. The device history records (including the sub-assembly device history records) were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Root cause description: based on the investigation, the root cause from evaluation of the photos appears to be a double shot, where material was sticking in the mold. Rationale: bd pas received no samples from the customer facility for investigation. 9 photos were received from the customer facility for evaluation. The customer¿s failure mode of ¿leaking¿ was identified in the photos. The device history records (including the sub-assembly device history records) were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that two bd vacutainers® edta 2k experienced leakage and underfill during use.